Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified iii (d) cartridge and unspecified handpiece. A viscoelastic was indicated which is not qualified for reported cartridge use. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/monarch combination used. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: 2019-51688.

Event description:
A customer reported upon implanting an intraocular lens (iol), there was a scratch noted. The lens was reported as having 'come out strange where it tacoed downward. The surgeon feels the plunger was riding on top of the optic and the trailing haptic got stuck in the injector. Additional information was requested.